Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with an audio circuit failure code 530:320:654:0000 was confirmed by baxter personnel during the download of the event history log. An assignable cause could not be determined at this time. A follow-up report will be filed if any additional details become available.

Manufacturer narrative:
(B)(4). The reported condition of a colleague pump with a malfunction of "audio circuit failure code 530:320:654:0000" was confirmed during product evaluation as failure code 550:320:654:0000. It was not specified if the determined condition was reproduced. The root cause of this condition was assigned to defective user interface module printed circuit board. The user interface module printed circuit board, main batteries and battery harness were replaced as a precaution to address the determined condition. A service history review revealed the device has not been previously sent into service for the reported condition.

Event description:
The facility reported a colleague infusion pump with an audio circuit failure code 530:320:654:0000. This condition had the potential to interrupt delivery. The event was reported to have occurred upon power up in the biomedical service department. There was no report of patient/user involvement, injury or medical intervention. This involved a remediated colleague infusion pump with user interface module master software version 6.13.90. No additional information is available.